Manufacturer narrative:
Additional information: the device was returned due to a diagnostic anomaly. The device was at eri when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and the ICD was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench; no anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.

Event description:
The device was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in battery longevity was noted. Further review of the device session records suggests that it was not premature depletion but an overestimation of the battery longevity by the programmer. The patient was in stable condition and a device replacement is anticipated.